Event description:
The user received questionable creatinine results for one patient sample. The patient had two different doctor orders for creatinine testing and a total of four tubes were drawn from the same venipuncture. The first sample was processed on the modular preanalytic system (mpa) and the creatinine result was 2.53 mg/dl which was reported outside the laboratory. The original tube was relabeled with the accession number for the second order and processed by the mpa and then retested on analytical p module analyzer serial number (B)(4). The creatinine result was 1.05 mg/dl; this result was also reported outside the laboratory. On (B)(6) 2012, the doctor questioned the results and requested they repeat the creatinine testing. The original tube and two of the other tubes were tested on analytical p module analyzer serial number (B)(4). The creatinine results were 1.13, 1.14 and 1.12 mg/dl. The creatinine result of 1.05 mg/dl was considered to be the correct result. The user stated the patient was not treated based on the erroneous result. The patient was not adversely affected. The creatinine r1 reagent lot number was 64907701 with an expiration date of 05/31/2012. The creatinine r2 reagent lot number was 64657301 with an expiration date of 04/30/2012. The field service representative determined the vacuum nozzle was not descending completely at every cycle. He cleaned and realigned the vacuum nozzle, adjusted the sample probe, adjusted the reagent probe and adjusted the rinse volume. To verify the analyzer operation, he ran precision testing which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.